Event description:
This lead was capped and replaced due to high threshold readings, 4.0 v at 1.0 ms. There were no adverse events reported for the pt. Should additional information be received, this file will be updated.